Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304622 and lot number 220519. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples from the lot reported were obtained for evaluation from the manufacturing facility. The retained samples were assembled with a bd discardit 2ml syringe and liquid moved through the cannulas normally with no signs of clogging observed. Inspections for occlusion are completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, an exact cause could not be determined for this incident.

Event description:
It was reported that 10 of the bd microlance¿3 needle 18g were clogged. The following information was provided by the initial reporter, translated from french to english: the needle is clogged and therefore unusable.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd microlance¿3 needle 18g were clogged. The following information was provided by the initial reporter, translated from french to english: the needle is clogged and therefore unusable.